Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed the right ventricular lead exhibited high pacing impedance and undersensing. Device interrogation in the clinic revealed the patients right ventricular (rv) lead was exhibiting loss of capture, undersensing and high impedance. Due to the known rv lead integrity issue patient has had tachy therapies programmed off. Patient was in stable condition.